Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm for 30 seconds. The procedure was completed with another of the same device. There were no patient complications reported post procedure.